Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 04-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issue over the phone. The customer had put a tube in position one on the carousel, the tube holder was broken, so the tube sat at an angle, and the sample nozzle crashed on the tube. Fse ordered another nozzle. The customer installed it and reported that it is running fine. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-360 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was a bent sample needle.

Event description:
On (B)(6) 2016, a customer reported a bent sample needle with their aia-360 analyzer. The customer is unable to run bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.